Event description:
It was reported that the pacemaker was part of the july 2022 advisory. The patient was not dependent on the pacemaker for normal function. It was noted upon interrogation that there was a significant reduction in battery longevity. The battery longevity was 1.2 years down from 8.6 years a year prior. Battery voltage was 2.74 v, battery 12 micro amps with 14% remaining capacity to the elective replacement indicator (eri). Other parameters were stable. The patient was brought in for a procedure during which radiofrequency (rf) telemetry communication could not be obtained and out of range impedance values were observed. The pacemaker was explanted and replaced. The patient received an upgrade and connected to existing leads with normal function. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of premature discharge of battery, no rf telemetry and impedance problem were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.